Event description:
As reported by our edwards affiliate in belgium, a 29mm sapien 3 valve was implanted in the aortic position via the transfemoral approach. During the tavr procedure, cardiac tamponade was observed. Drainage was applied and 350ml of blood was removed, resolving the issue. The cause of the tamponade was not provided at the time of the report. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified st j. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardia! Effusion is an abnormal accumulation of fluid in the pericardia! Cavity. Because of the limited amount of space in the pericardia! Cavity, fluid accumulation will lead to an increased intra pericardia! Pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), cardiac tamponade is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (female gender, advanced age - 81 years) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Based on information received, the device has been changed to the commander delivery system.

Event description:
Additional information received indicated moderate annular calcification - 'not bulky at all'. Although the exact cause of the perforation was not determined, it was speculated that the perforation of the left ventricle was caused by the guide wire. The perforation was quickly managed by pericardial drainage. The perforation was most likely a small hole and not a large ventricular laceration since surgery was not required.